Manufacturer narrative:
In the initial investigation it was stated that the procedure was completed using the handswitch. Philips has obtained additional information confirming the wireless footswitch was reset and the procedure was completed using the wireless footswitch.

Event description:
It has been reported to philips that during a planned procedure the wireless footswitch lost connection and the wi-fi indicator was flashing red. The procedure was completed using the hand switch. No harm to the patient has been reported to philips.

Manufacturer narrative:
The philips engineer replaced the battery of the wireless footswitch, which restored the footswitch functionality. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Philips has attempted to obtain patient information. Patient information was not provided due to privacy reasons.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.